Event description:
It was reported that patient underwent a primary vanguard tkr in 2009. Subsequently, patient underwent a revision in (B)(6) 2012 due to ligament laxity with instability in which only the bearing component was replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. As a part of design control risk management, the following statements are listed under the "possible adverse effects" section of package insert 01-50-0975: dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions. Patellar tendon rupture and ligamentous laxity. Following review, no new risks were identified.